Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture and was discovered to have dislodged one week post implant. The associated device was programmed to vvi 40 until a lead revision will be performed. One week later, the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. No other adverse events have been reported. This product issue will be updated if additional information is received.